Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial fibrillation (af) resulting in pacing inhibition. The patient was noted to have experienced syncope due to the observed pacing inhibition. This device remains in service. No additional adverse patient effects were reported.